Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that her son¿s insulin pump stopped working. Customer¿s current blood glucose was not given. Customer performed troubleshoot for issue but display did not return. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to liquid-crystal display board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime alarm test, compromised force sensor test, excessive no delivery test and displacement test due to blank display.